Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due to flattened and creased button dome switches. No unlocked lcd keypad connector during our visual inspection. All operating currents are within specification. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the buttons are hard to press. The customer treated their blood glucose levels with manual injections. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.